Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date date sent 9/3/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please specify how the device was damaged? 2. Was the sleeve damaged?unk. 3. Was the housing damaged? Unk. 4. Was there any seal damaged?unk. 5. Any visible broken part? Unk. 6. Did any pieces fall into the patient? No, no pieces fall into the patient. 7. If yes, were they retrieved? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic a high anterior resection, breakage occurred during use. No pieces were left inside the patient. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12srt device was received without the universal seal. The universal seal was not returned for analysis. In addition, a piece of the duckbill torn was returned inside a plastic bag. The duckbill was visually inspected, and the damage was confirmed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. Corrected data: d1, d4. Additional information received: we got this info from the actual product on oct_1_2025. Product code of ip-02499258: 2h12lp => b12srt.